Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result generated on an architect i1000sr analyzer for one patient that had undergone artificial insemination. Sid (B)(6) initial result = 43.33 miu/ml, repeat results = <1.2 miu/ml. Customer normal range is <5 miu/ml is nonpregnant, >/= 5miu/ml is pregnant. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit lot 31141ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative patient population tested with the complaint lot is within the established limits, which confirms no systemic issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect b-hcg reagent lot 31141ud00 was identified. Corrected information in section d3-email and g1-mfg site email.